Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 115 mg/dl. About one hour later pt had to go to the hospital and their glucose was 34 mg/dl upon arrival. Pt was given an IV and kept overnight. Level 2 glucose control was run on the system and the control result was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.